Event description:
Temperature of 101 degrees, slight right knee swelling, infection in his body, right leg pain from knee to ankle, right leg redness from knee to ankle, right leg swelling from knee to ankle. Info was received on 26-oct-2007 from a male pt who a history of arthritis in both knees and previous synvisc injections in the left knee approx seven months earlier, who experienced fever of 101 degrees, slight right knee swelling, infection in his body, right leg pain from knee to ankle, right leg redness from knee to ankle, and right leg swelling from knee to ankle. The patient began synvisc treatment approx a month prior to original date. The pt received synvisc into the right knee the same day. The following day, he experienced a temperature of 101 degrees and right knee swelling. His physician did a blood test and decided the pt had "an infection in his body, probably his intestines", which was treated with levaquin. The pt received the second synvisc injection into the right knee two weeks later. The following day, the pt experienced a temperature of 101 degrees and slight right knee swelling. On the following month, the pt's right leg became extremely painful, "beet-red" and swollen from below the right knee to the ankle. His physician treated him with cephalexin 2000 mg per day for ten days on unknown dates. The pt received the third injection of synvisc on three days later, and the next day, he experience a temperature of 101 degrees and slight right knee swelling. One day later, the pt had no pain or swelling. At the time of this report, the pt had recovered from the pain and swelling; it was unknown if he had recovered from the temperature of 101 degrees, infection in his body, right leg redness and slight right knee swelling. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.